Event description:
The customer contact reported no suction. Prior to pt use and during testing of the device, no suction was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog # provided is the international list # that was involved in the reported event, which is comparable to the domestic list # 43056. The domestic list # 43056, has a common device name of 80gcx and is 510k exempt. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by the hospira personnel. (B) (4).